Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, (B)(6). , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The snap lock dowel pin is broken off. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the new style snap lock pin is missing. The most likely cause of this event is a mechanical design failure of the snap lock. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As a part of corrective action a more robust design of the snap lock has been released. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during functional check at the customer, after navio procedure, it was found that the fixing pin was missing from the handpiece. No case involved.